Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control observed that connector p201 of the charge-pak/ switch flex cable assembly had contamination on land 6. The contamination caused corrosion through the land and prohibited internal hybrid layer capacitor (hlc) battery, designator bt1 from charging. This caused the reported power issue. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the low battery and attention icons. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not power on.